Event description:
It was reported that even though the atrial port of the device was plugged, there was oversensing by the atrial port. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis noted that oversensing occurred. There were ventricular sensed events that occurred during monitored ventricular tachycardia episodes.